Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on unknown date. Blood glucose level was 629 mg/dl. Customer did not ok with troubleshooting. Customer experienced symptoms like diabetes ketoacidosis. Customer stated that the crack in it and the screen was cloudy. The insulin pump will be returned for analysis.

Manufacturer narrative:
No blank display noted. Device had missing segments or partial display due to cracked and bleeding lcd glass. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test due to missing segments or partial display. Unable to perform the carelink upload or the device trace history download due to missing segments or partial display. Device had dented case near the display window, scratched case and pillowing keypad overlay. No moisture damage noted on the electronic assembly or on the motor. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
The information provided with the initial report was unclear and was incorrect. We have corrected the verbiage in the narrative text to clarify that the insulin pump was cracked which has been updated on this report.

Event description:
Customer stated the insulin pump has a crack and the display is cloudy making it hard to see the screen. Customer was changing their set to bring down the blood glucose when the pump fell and hit the wheelchair. No troubleshooting was performed for high blood glucose and physical damage as the insulin pump was left at the customer¿s assisted living facility.